Event description:
It was reported that the patient's system was auto reducing. Troubleshooting revealed high impedances on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000171805.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Section d correction: suspect medical device details were corrected to reflect the device that was explanted. E1 correction: the reporter¿s information was updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.